Manufacturer narrative:
D9: date returned to mfg.: unknown. H3 and h6. Codes: updated. Device evaluation: the reported complaint of ¿primary audible alarm¿ was confirmed during review of device log. Initial testing of speaker alarm levels and counts tested as follows: l1:10, l2:20, l3:39, l4:82, l5:135. The cause was the speaker assembly. After replacing the speaker assembly, the levels and counts tested as follows: l1:13, l2:27, l3:54, l4:112, l5:180. Additional findings included a cracked top case, cracked battery cover and worn drive train parts. Further repairs included replacing all cracked casing and worn drive train parts. Functional testing was performed to confirm the device works. The main cause of the customer complaint is electronic component interference. If the problem persists the main printed circuit board (pcb) will then be replaced. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a primary audible alarm. It is unknown how many times the issue occurred. There was no patient involvement and no patient harm / adverse event reported.